Event description:
It was reported that there was a 2mm gap on the distal lateral side between the cutting block and femur. Metal blocks were available but additional cuts were performed to accommodate.